Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer¿s blood glucose level was 107 mg/dl. Reportedly, the customer was reusing the cartridge in attempt to resolve issue. Customer primed the tubing in an attempt to resolve the issue; however, issue persisted and customer changed out the infusion set supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only single-use, disposable t:slim cartridges. The efficacy of your t:slim pump cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.